Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's weight at the time of the event was unknown. It was reported that the patient stated the pump had been beeping for months. It was reported that the cause of the missed refill and the empty pump was that the patient forgot to call back for the pump refill appointment. It was reported that the patient was scheduled for a pump refill. No further complications were reported/anticipated.

Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving morphine (unknown), concentration 3000 mcg/ml at a dose/frequency of 450.1 mcg/day via intrathecal drug delivery pump for spinal pain. It was reported that the pump was empty. It was reported that the patient missed a pump refill and came into the clinic the day of this report due to the fact that the pump had been beeping for approximately 2 months. It was reported that logs showed the pump reservoir was empty. It was reported that the patient initially thought the beeping of the pump was something environmental. It was reported that the empty pump alarm was occurring. It was reported that the following troubleshooting was performed: the technical services specialist reviewed empty pump considerations, reviewed why no priming is needed, reviewed dosing considerations, reviewed consideration for drug stability and reviewed considerations for catheter and tubing patency/damage. It was reported that troubleshooting resolved the reported event. There were no reported symptoms. It was reported that the empty reservoir alarm occurred on (B)(6) 2017. No further complications were reported.